Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that his pacemaker may not be correctly programmed post cardioversion for af, and he believed it might be related to rate response or believes he may be in "pacemaker mediated tachycardia". The device is still in use. No patient complications have been reported as a result of this event.